Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow-up report will be filed.

Event description:
Surgeon had trouble advancing screws to the full depth, but there were definitely screw threads that were able to capture the post. According to the surgeon, this patient also presented with broken screws around the 8-12 week mark. Patient is doing ok and doesn't have any major pain.